Event description:
The customer reported that while running both hepatitis surface antigen and htlv I/ii assays, summit sample handle did not pipette the correct amount into row h and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.